Event description:
The user facility reported that the wire seemed to have a prominent weld that prevented the wire from passing through the needle. There was no patient injury, or blood loss. The procedure was successful, and the patient was in stable condition.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cardio lab manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3 and to provide the completed investigation results.one gss needle and guidewire were returned for product evaluation. The guidewire was bent at two places measured to be 15.5cm and 29cm from the stiff end. The guidewire was not able to be passed through the needle. The guidewire od was measured to be 0.0200", and the specification is <= 0.021in. The needle ID was measured to be 0.021", and the specification is >=0.55mm [0.0216"]. All measurements were within the manufacturer's specifications. A loose coil was discovered at the point where the guidewire could not pass through the needle. This was measured to be 5.7cm from the floppy end. The compliant can be confirmed for guidewire mobility issues because the guidewire was unable to pass through the needle. This was caused by the loose coil region on the guidewire which caused it to catch on the hub of the needle. The exact root cause of this uncoiling could not be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).